Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test and self test. However, pump received with a high sleep and active current measurement test, problem isolated to the electrical board.

Event description:
Information received by medtronic indicated that the insulin pump had low battery life. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.